Manufacturer narrative:
Device labeling addresses the regarded event of gel stent fracture: the xen injector is a single use mechanical delivery system for the xen gel implant. The gel implant is preloaded in the xen injector which houses the gel implant during insertion and delivery into the eye. The xen injector allows the surgeon to advance and deliver the gel implant to the desired location. The xen gel implant and injector should be carefully examined in the operating room prior to use. If the slider travel lock is absent or the slider of the xen injector has actuated, the gel implant could be potentially damaged, and should not be used. Precautions: the xen gel stent and injector should be carefully examined in the operating room prior to use.

Event description:
Physician reports "xen implant was broken in to half. This was noticed by the surgeon during the injection. The implant was unusable." There was no injury to the patient/medical staff and a back up device was used. Additional information from the physician received, indicating "the implant was broken during the injection. While the needle of the injector was retracting, 3mm of the implant (in the middle) stocked in the injector and 3mm was left in the sclera."